Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 120mg/dl at the time of the incident. Customer also reported that self test did not passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, hardware low level failures error confirmed in the device history due to broken trace keypad assembly.